Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing impedance variation was noted on the right ventricular lead. A device/lead contact issue was suspected. The pacing vector was reprogramming the right atrial lead was also noted to have high thresholds. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.